Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml baclofen at 1058 mcg/day via an implantable infusion pump for quadriplegia and spasticity. It was reported that the patient was scheduled for a pump replacement on (B)(6) 2017 due to the pump being near elective replacement indicator. The physician noted redness, warmth, and swelling at the original pump incision site. There was also pus present in the pump pocket. It was unknown what environmental/external/patient factors that may have led or contributed to the issue. There was no diagnostics or troubleshooting performed. The pump and catheter were explanted and not replaced at that time. It was noted that the issue was resolved at the time of the report. It was reported the patient was "alive-no injury" at the time of the report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.